Event description:
It was reported that the patient's blood glucose level reached 18.1 mmol/l (325.8 mg/dl) while wearing the pod between 4 and 24 hours. The patient removed the pod due to insulin leaking. Investigation of the pod found a torn cannula.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.